Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display was dim at the hightest contrast setting. The reporter denied moisture and trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the text on the display screen was observed to be dim, faded and discolored at the maximum contrast setting. Unrelated to the display issue, the ok, up, down, and contrast buttons were intermittently unresponsive. There was no visible damage on the keypad. The keypad cover was removed to check the condition of the button contacts and contamination was present under the contacts of all buttons.